Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
With regard to this, please confirm if any of the following information is available: 1. Lot number of actis broach sz 6? 2. Was the neck segment removed from the broach? Or was it still stuck? If still stuck, please provide the product code and lot number of unk femoral trial? An email was received from c. Kellam. Sales consultant, on (B)(6) 2021 at 9:46 am stating - I will have keegan resubmit the lot code. Keegan - please respond to all with lot# the neck segment was able to be removed from broach.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment point on the broach was bent. The neck segments did not sit flush and it got stuck on the broach attachment for me1000. A replacement is needed. No surgical delay.